Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and peripheral neuropathy. It was reported that the patient had been having issues with it from the time that she got it. She never got the stimulator to take away her pain. Anytime that she would try to get the stimulation turned up to help with the pain, her toes would curl, so she had to turn it down lower and the curling would stop. The patient found a setting that was low which helped and didn¿t cause her feet to caulk or toes to curl. The patient still takes pain medication. Recently starting about a month prior to the report (2017), the patient has had an issue with her right foot caulking to the left. The patient thought that this was just a weird thing going on with her body because she takes a lot of medications for different medical problems. These medical problems are not related to the device or therapy. The patient thought that the foot caulking was maybe related to the device and thought that it went ¿haywire¿ on her. The patient thought that the implantable neurostimulator battery had died. The patient never saw an elective replacement indicator or end of service message to indicate if the battery had depleted because she never really checked her implantable neurostimulator with the patient programmer. When trying to connect with the patient programmer, it showed poor communication. The patient was no longer feeling stimulation, but has neuropathy and has her stimulation at a low level where she never feels it. The last time that the patient had used her patient programmer was maybe 7 months prior to the report. The patient has a hard time using the patient programmer and antenna because it¿s hard to reach around because her arm does not reach around to the perfect spot. The patient secured the antenna in the patient programmer and synced with the implantable neurostimulator, but that did not resolve the issue. Unplugging the antenna and placing the patient programmer directly over the implant also did not resolve the issue. The patient was redirected to her health care provider.